Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
The affected device was returned and evaluated. The complaint noted that a revision was performed due to the patient experiencing instability and pain. A dimensional inspection was attempted on both the tibial base and the insert; however several of the insert's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The tibial base attributes were all within specification except for the m-l width attribute which was damaged at the feature and will not allow for accurate measurement. The research and development team performed a visual examination which revealed evidence of bone cement and bone on-growth on the tibial tray grit blasted surface. The bone cement was well bonded and no signs of loosening were observed with the application of force. The superior surface of the tibial baseplate showed scratches, which were most likely sustained during removal. The insert showed no visual signs of gross wear on the articulating surface. Plastic deformation was observed along the rim of the insert, which most likely occurred during removal. The post was also deformed on both the anterior and posterior aspects where it comes into contact with the femoral component. Based on the examination no damages on the components that could cause knee pain or instability were noticed. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.